Event description:
Healthcare professional reported one day after injection in an unspecified site with juvederm voluma xc, the patient developed "redness, swelling, and a small blister" at the right upper mid cheek that lasted for 3 days. Three weeks following injection the patient informed the healthcare professional that they were developing a "bad infection" for which their general practioner had prescribed antibiotics. The injecting healthcare professional confirmed the patient developed an inflammatory response. Within a week of injection most symptoms had resolved but there was still palpable bruising of the left cheek area; this bruising was treated with massage. Three months after injection, the patient has reported that the bruising is still present and continues treatment of antibiotics and creams from the reported "infection."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of bruising, redness, infection, blister and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.